Event description:
It was reported that when the patient had the leads implanted, the pain was so bad that she couldn't tolerate it. She was vomiting profusely and ended up staying in the hospital overnight. In (B)(6) 2012, the patient started experiencing symptoms of heart attack. It was reported that the patient experienced pain in her back that radiated to her chest. The patient went to the ER and the hcp though she had croup because she was coughing, leading to the pain. The patient was sent home with antibiotics, however, in (B)(6) 2012, the symptoms started to get bad and the patient went back to the ER, thinking she was having a heart attack. She started coughing again and had a 104 degree fever with chest pains. The patient was admitted for a few days, and had a cat scan on (B)(6) as well as ekgs done on her heart. The patient was sent home with a nebulizer. It was reported that the patient was diagnosed with brugada syndrome, however, later the patient stated that her heart hcp stated he was not seeing anything wrong with her heart and thought the issues had something to do with the stimulator. The patient stated that the hcp thought the lead may have moved or her body was rejecting the ins, however, it was noted that the patient had not had any x-rays done on the leads and needed to have a pain hcp look at her device. The patient stated that in (B)(6) 2011 her niece jumped on her back and caused her to fall to her knees, and she also did some lifting with her job. The patient had never shut her stimulator off so she was unsure if the pain was affected by the stimulation. It was noted that the pain was random and was mostly affected by coughing and lifting. The patient had an appointment to see a new pain hcp on (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3887-33, lot # j0349046v, implanted: (B)(6) 2003, explanted: na; extension model 748951, serial # (B)(4), implanted: (B)(6) 2003, explanted: na; programmer model 7434a, serial # (B)(4).